Manufacturer narrative:
The explanted device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received an inappropriate shock due to noise and oversensing. Pacing impedance measurements were slightly elevated, but were still within normal limits. Lead damage was suspected, but could not be confirmed via x-ray. Surgical intervention was performed and the device was explanted. The rv lead was surgically abandoned. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.